Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02876. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the leads were repositioned and therapy has resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02876. It was reported the patient suffered a fall and afterwards has been receiving unintended stimulation and uncomfortable stimulation. Reprogramming was unsuccessful. X-rays were taken and showed both leads had migrated. Surgical intervention may be pending to address this issue.